Manufacturer narrative:
(B)(4). Medical product - item #: 154724, oxford pks cocr size d lm std, lot #: 583010. Medical product - item #: 161469, oxf twin-peg cmntd fem md PMA, lot #:137290. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-01174, 3002806535-2017-0177. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that a patient underwent revision surgery due to pain.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.